Event description:
A malfunction was reported on a customer's pump, identified by the code malf 12. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.